Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation and it remained implanted. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent open reduction internal fixation surgery for humeral surgical neck fracture. Surgery was being performed with multiloc humeral nail and two end caps. During the surgery, the surgeon could not fix the end cap with 0mm extension, he tried the second end cap with 2mm extension for several times. However, the attempts were unsuccessful. The surgery was completed without fixing the end cap and delayed by less than thirty (30) minutes. The surgeon commented that he might have broken the thread groove when he tried to insert the cap on the first attempt. Patient outcome was not reported. This report is for one (1) multiloc humeral nail. This is report 3 of 3 for (B)(4).